Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer exposed their insulin pump to sea water. The customer stated they dropped their insulin pump into the ocean and the insulin pump would not turn on as a result. The customer stated there was water under the lcd display and several cracks at the bottom of the insulin pump. Customer's blood glucose was 250 mg/dl. The customer has been treating their blood glucose with manual injections. Customer as advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Insulin pump had moisture damage on motor assembly, minor scratches on display window, cracked reservoir tube lip, cracked battery tube threads and cracked end cap.